Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 62-year-old female patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. It was reported the pump kept coming out of position. The pump position was adjusted, and flows were appropriate at the time of pump re-adjustments. The patient remains on support.

Manufacturer narrative:
The investigation for the positioning issues has been completed. Complaint device was not returned for investigation. Data logs were reviewed which found positioning alarms in aorta occurred at the time of the reported event. Also drop in motor current and flow observed that returned back to normal range after repositioning process. The cause of the low pump flow issue was improper positioning due to improper technique and after repositioning the device, flow returned to required range. Added- d6b f6/f8 should have been left blank in the initial report.